Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device was used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Event description:
During a proximal tibial fracture procedure, surgeon was using the aiming arm (03.120.005) and the aiming arm did not line with the 4.5mm proximal tibia 14 hole right plate. The assembly was taken apart and the surgeon completed the procedure without the aiming arm. Procedure was completed with no further problems and no adverse effect to patient. This is 1 of 1 for complaint (B)(4).